Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement procedure and was doing well postoperatively. No device malfunction was suspected by the physician. The explanted ipg was not returned to bsn as it was kept by the medical facility.

Event description:
A report was received that the patient was unable to charge the battery and the system was non-functional. The patient will undergo a revision procedure wherein the ipg will be replaced.

Event description:
A report was received that the patient was unable to charge the battery and the system was non-functional. The patient will undergo a revision procedure wherein the ipg will be replaced.